Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Healon is not an implantable device. If explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. Phone: (b)(46). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor observed particles when healon was injected into the eye. The particles were removed during the irrigation and aspiration (I/a) process, and the surgery was successfully completed. No patient injury reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/1/2017. Device returned to manufacturer? Yes. Device evaluation: returned sample: the complaint sample consisted of the activated cylinder (approximately 0.25 ml remaining) which was mounted into the cylinder holder. The plunger rod was screwed into the backside of the blue rubber plunger. The customer¿s cannula with protection sheath was attached at the cannula mount on the holder. The assembled syringe was placed into the product box. The visual inspection of the returned complaint healon syringe and remaining solution has not been able to confirm the customer¿s report of ¿particles when healon was injected into the eye¿. The syringe components and remaining solution were clear and free from material. This inspection has not determined if there was a product non-conformance and no probable cause for the customer¿s observation has been determined. A product deficiency was not found. Retained sample: visual inspection on retained products of the impacted lot was conducted .35 samples have been investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. A product deficiency was not found on the retained samples. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.